Manufacturer narrative:
This report serves as additional information. This issue was filed in error. After the initial was submitted, we obtained follow up information from the customer and the customer stated they did not experience a medical event related to the use of the sensor and the medical event was documented in error. No further action required.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor, after 10 days of wear. The customer subsequently "lost senses" and lost consciousness. The customer was treated with sugar, honey, and juice by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor, after 10 days of wear. The customer subsequently "lost senses" and lost consciousness. The customer was treated with sugar, honey, and juice by her husband. There was no report of death or permanent injury associated with this event.